Event description:
Pt was admitted for surgery cholecystectomy. During the procedure the camera failed surgery was extended by 2 hrs and the pt was under anesthesia for about 3 hrs. Pt developed a reaction leading to vomiting, nausea, pain, severe headache for over ten days.